Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The initial event was not reported on the correct product. The correct information has been provided in this report.

Event description:
It was reported that customer is experiencing low blood glucose levels. Customer's blood glucose reading was 32 mg/dl. Nothing further reported.